Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal mesh removal surgery in 2012, bunionectomy in 2003, cramp in lower abdomen, flank pain, dysuria, pain ((she started to have pain in her middle back worse on the left)), urinary tract infection, nephrolithiasis, lumbar nerve decompression, spinal laminectomy and uterine enlargement. Previously administered products included for an unreported indication: morphine and levaquin. Concurrent conditions included lumbar spinal stenosis, lumbar disc disease, back surgery, pap smear abnormal, cough, nose congestion, fever, chills, malaise, fatigue, sore throat, wheezing, headache, bronchitis, bacterial infection, upper respiratory infection, ovarian cyst, constipation, hemorrhoids, menometrorrhagia, pelvic discomfort, endometriosis, obesity, weight loss, knee pain, leg pain, numbness, tingling, knee sprain, sacroiliitis, urinary incontinence, stress urinary incontinence, urge incontinence, chronic lumbago, paresthesia, hypoesthesia, joint pain, stiff knees, knee injury, hypermobility syndrome, retro-pubic prostatectomy, cystourethroscopy, hematoma, bruising, radicular pain, tonsillectomy, irregular menstruation, adenomyosis, chronic inflammation of orbit, unspecified, paratubal cyst and cyst rupture. Concomitant products included gabapentin (neuronin) and nortriptyline for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013 for heavy periods as well as azithromycin, estradiol (estrogen), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate, fluticasone, ibuprofen (motrin), ibuprofen from (B)(6) 2011 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet), phentermine, progesterone (progesteron) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("gained all the weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after deployment there were 2.5 coils noted protruding into the uterus bilaterally. Concomitant drug includes: promethazine - codeine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs) total bilateral occlusion. (As per mr) coils are present in the proximal portion of both fallopian tubes.. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event gained all the weight was added. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal mesh removal surgery in 2012, bunionectomy in 2003, cramp in lower abdomen, flank pain, dysuria, pain ((she started to have pain in her middle back worse on the left)), urinary tract infection, nephrolithiasis, lumbar nerve decompression, spinal laminectomy and uterine enlargement. Previously administered products included for an unreported indication: morphine and levaquin. Concurrent conditions included lumbar spinal stenosis, lumbar disc disease, back surgery, pap smear abnormal, cough, nose congestion, fever, chills, malaise, fatigue, sore throat, wheezing, headache, bronchitis, bacterial infection, upper respiratory infection, ovarian cyst, constipation, hemorrhoids, menometrorrhagia, pelvic discomfort, endometriosis, obesity, weight loss, knee pain, leg pain, numbness, tingling, knee sprain, sacroiliitis, urinary incontinence, stress urinary incontinence, urge incontinence, chronic lumbago, paresthesia, hypoesthesia, joint pain, stiff knees, knee injury, hypermobility syndrome, retro-pubic prostatectomy, cystourethroscopy, hematoma, bruising, radicular pain, tonsillectomy, irregular menstruation, adenomyosis, chronic inflammation of orbit, unspecified, paratubal cyst and cyst rupture. Concomitant products included gabapentin (neuronin) and nortriptyline for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013 for heavy periods as well as azithromycin, estradiol (estrogen), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate, fluticasone, ibuprofen (motrin), ibuprofen from (B)(6) 2011 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet), phentermine, progesterone (progesteron) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("gained all the weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, dyspareunia and weight increased outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after deployment there were 2.5 coils noted protruding into the uterus bilaterally. Concomitant drug includes: promethazine - codeine treatment received for pain , bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs) total bilateral occlusion. (As per mr) coils are present in the proximal portion of both fallopian tubes.. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "physical pain / pelvic pain , abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia)" was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal mesh removal surgery in 2012, bunionectomy in 2003, cramp in lower abdomen, flank pain, dysuria, pain ((she started to have pain in her middle back worse on the left)), urinary tract infection, nephrolithiasis, lumbar nerve decompression, spinal laminectomy and uterine enlargement. Previously administered products included for an unreported indication: morphine and levaquin. Concurrent conditions included lumbar spinal stenosis, lumbar disc disease, back surgery, pap smear abnormal, cough, nose congestion, fever, chills, malaise, fatigue, sore throat, wheezing, headache, bronchitis, bacterial infection, upper respiratory infection, ovarian cyst, constipation, hemorrhoids, menometrorrhagia, pelvic discomfort, endometriosis, obesity, weight loss, knee pain, leg pain, numbness, tingling, knee sprain, sacroiliitis, urinary incontinence, stress urinary incontinence, urge incontinence, chronic lumbago, paresthesia, hypoesthesia, joint pain, stiff knees, knee injury, hypermobility syndrome, retro-pubic prostatectomy, cystourethroscopy, hematoma, bruising, radicular pain, tonsillectomy, irregular menstruation, adenomyosis, chronic inflammation of orbit, unspecified, paratubal cyst and cyst rupture. Concomitant products included gabapentin (neuronin) and nortriptyline for back pain, medroxyprogesterone acetate (depo provera) from april 2011 to september 2011 for birth control, ethinylestradiol;norgestimate (sprintec) from october 2012 to january 2013 for heavy periods as well as azithromycin, estradiol (estrogen), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate, fluticasone, ibuprofen (motrin), ibuprofen from may 2011 to december 2013, oxycodone hydrochloride;paracetamol (percocet), phentermine, progesterone (progesteron) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("gained all the weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, dyspareunia and weight increased outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after deployment there were 2.5 coils noted protruding into the uterus bilaterally. Concomitant drug includes: promethazine - codeine treatment received for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs) total bilateral occlusion. (As per mr) coils are present in the proximal portion of both fallopian tubes.. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, pelvic pain lot number: 789034. Manufacturing date: 2010-10. Expiration date:2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal mesh removal surgery in 2012, bunionectomy in 2003, cramp in lower abdomen, flank pain, dysuria, pain ((she started to have pain in her middle back worse on the left)), urinary tract infection, nephrolithiasis, lumbar nerve decompression, spinal laminectomy and uterine enlargement. Previously administered products included for an unreported indication: morphine and levaquin. Concurrent conditions included lumbar spinal stenosis, lumbar disc disease, back surgery, pap smear abnormal, cough, nose congestion, fever, chills, malaise, fatigue, sore throat, wheezing, headache, bronchitis, bacterial infection, upper respiratory infection, ovarian cyst, constipation, hemorrhoids, menometrorrhagia, pelvic discomfort, endometriosis, obesity, weight loss, knee pain, leg pain, numbness, tingling, knee sprain, sacroiliitis, urinary incontinence, stress urinary incontinence, urge incontinence, chronic lumbago, paresthesia, hypoesthesia, joint pain, stiff knees, knee injury, hypermobility syndrome, retro-pubic prostatectomy, cystourethroscopy, hematoma, bruising, radicular pain, tonsillectomy, irregular menstruation, adenomyosis, chronic inflammation of orbit, unspecified, paratubal cyst and cyst rupture. Concomitant products included gabapentin (neuronin) and nortriptyline for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, ethinylestradiol;norgestimate (sprintec) from october 2012 to january 2013 for heavy periods as well as azithromycin, estradiol (estrogen), ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norgestimate, fluticasone, ibuprofen (motrin), ibuprofen from may 2011 to december 2013, oxycodone hydrochloride;paracetamol (percocet), phentermine, progesterone (progesteron) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and was found to have weight increased ("gained all the weight"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety, dyspareunia and weight increased outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: after deployment there were 2.5 coils noted protruding into the uterus bilaterally. Concomitant drug includes: promethazine - codeine treatment received for pain , bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs) total bilateral occlusion. (As per mr) coils are present in the proximal portion of both fallopian tubes.. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report for ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal mesh removal surgery in 2012, bunionectomy in 2003, cramp in lower abdomen, flank pain, dysuria, pain ((she started to have pain in her middle back worse on the left)), urinary tract infection, nephrolithiasis, lumbar nerve decompression, spinal laminectomy and uterine enlargement. Previously administered products included for an unreported indication: morphine and levaquin. Concurrent conditions included lumbar spinal stenosis, lumbar disc disease, back surgery, pap smear abnormal, cough, nose congestion, fever, chills, malaise, fatigue, sore throat, wheezing, headache, bronchitis, bacterial infection, upper respiratory infection, ovarian cyst, constipation, hemorrhoids, menometrorrhagia, pelvic discomfort, endometriosis, obesity, weight loss, knee pain, leg pain, numbness, tingling, knee sprain, sacroiliitis, urinary incontinence, stress urinary incontinence, urge incontinence, chronic lumbago, paresthesia, hypoesthesia, joint pain, stiff knees, knee injury, hypermobility syndrome, retro-pubic prostatectomy, cystourethroscopy, hematoma, bruising, radicular pain, tonsillectomy, irregular menstruation, adenomyosis, chronic inflammation of orbit, unspecified, paratubal cyst and cyst rupture. Concomitant products included gabapentin (neuronin) and nortriptyline for back pain, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, ethinylestradiol; norgestimate (sprintec) from (B)(6) 2012 to (B)(6) 2013 for heavy periods as well as azithromycin, codeine phosphate;promethazine hydrochloride (promethazine - codeine), estradiol (estrogen), ethinylestradiol; etonogestrel (nuvaring), ethinylestradiol; norgestimate, fluticasone, ibuprofen (motrin), ibuprofen from (B)(6) 2011 to (B)(6) 2013, oxycodone hydrochloride; paracetamol (percocet), phentermine, progesterone (progesteron) and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: after deployment there were 2.5 coils noted protruding into the uterus bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: (as per pfs) total bilateral occlusion. (As per mr) coils are present in the proximal portion of both fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.